Manufacturer narrative:
The customer indicated that the device was discarded. The reported event of inadequate suction may be due to the reuse of a single use device. Package labeling states: "the canister and lid are disposable and intended for single use." This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported reuse of a single use device; subsequently, inadequate suction was noted. It was reported that during set up, a previously used lid was placed on the suction canister. The customer contact reported that the lid snapped on easier then expected and reportedly did not fit as tight as expected; however, the suction canister with the reused lid attached was place into clinical use. After a unspecified length of time in use, inadequate suction was noted. The suction canister and the lid were replaced and the procedure was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.